Manufacturer narrative:
Concomitant: product ID 8840, serial# (B)(4), product type programmer, physician. Product ID 8709, serial# (B)(4), implanted: 2003-(B)(6), product type catheter. (B)(4).

Event description:
It was reported a bridge bolus was not performed. The patient had 4000 mcg/ml in the pump at 769.1mcg/day. One week ago the pump was refilled with 2000mcg/ml but the programming was not changed and the patient experienced an under dose. The patient followed up with the healthcare provider (hcp) on (B)(6) 2014. The hcp updated to the correct concentration of 2000mcg/ml at 769.1mcg/day and programmed a bridge bolus. Programming the bridge, the patient continued to be under dosed. The bridge bolus was canceled because over the week that it was misprogrammed , all of the old 4000mcg/ml was out of the system. The pump currently was delivering gablofen. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient experienced increased spasticity related to the event. No medical intervention was required. The patient was doing well and the current therapy was effective.